Event description:
It was reported to depuy acromed that a lumbar I/f cage broke post-operatively. Two cages were removed during the explant surgery. One cage was fully intact and the other cage was fractured in many locations. The retrieved cages were sent for a histological analysis. The initial implant date was 6/21/00 and the cages were explanted on 7/6/01. According to the complainant, explant surgery was required due to evidence of a failed fusion and pain. There were no other adverse consequences to the pt. The event was most likely due to the failed fusion. According to the histological eval, "the overall histologic appearance is consistent with a failed fusion." If fusion does not occur, stresses will be applied to the cage, possibly causing it to fracture. The labeling that accompanies the device warns against the possibility of device breakage due to a failed fusion. No further action is required.

Event description:
It was reported to depuy acromed that a lumbar I/f cage broke post-operatively. The cage was explanted. The patient was not re-instrumented.